Manufacturer narrative:
Accuracy testing was performed using architect ca 125 ii, lot 12088m500. Three panels of known concentration were tested on one architect instrument and each panel replicate was within the respective acceptance ranges. The data provided by the customer regarding the patient samples was reviewed. The information indicated that the samples were tested for heterophilic antibodies and did confirm the presence of this type of antibody. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect ca 125 ii, list 2k45, assay package insert contains information to address the customer's current issue. The information from the customer site as well as the results from the current investigation did not identify a product malfunction and no additional issues were identified. The assay is performing per specifications. (B)(4).

Event description:
The customer reports falsely elevated architect ca 125 ii assay results for one patient over a period of time: on (B)(6) 2012, one sample (sid (B)(6)) generated a result of 221 ku/l with reagent lot 05804m500. The sample was treated with a heterophilic antibody blocking tube and retested with a result of 10.6 ku/l. On (B)(6) 2012, one sample (sid (B)(6)) generated an architect ca 125 ii assay result of 533 ku/l with reagent lot 12088m500. The sample was treated with a heterophilic blocking tube and retested with a result of 9.3 ku/l. On (B)(6) 2012, one sample (sid (B)(6))generated an architect ca 125 ii assay result of 22 ku/l with reagent lot 12088m500. This sample was tested with the reformulated ca 125 ii assay at another laboratory. Since (B)(6) 2011, this patient had been generating elevated ca 125 results and was being considered for surgery. The surgery did not take place. On (B)(6) 2012, one sample (sid (B)(6)) generated an architect ca 125 ii assay result of 370 ku/l with reagent lot 12088m500. The sample was treated with a heterophilic antibody blocking tube and retested with a result of 11.5 ku/l. The sample was also sent to a reference lab, where a ca 125 result of 8.3 u/ml was generated. There has been no further impact to patient care reported. The customer is questioning the new reformulated assay and it's apparent increased protection to interfering substances. The customer was sent information in this regard.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).